Event description:
It was reported to medtronic minimed that the customer experienced crack in pump case along battery compartment. The customer reported no adverse event. Troubleshooting performed partially. The event involved product(s) mmt-1886. After product analysis, physical damage (crack or scratch) on the pump related to the retainer ring found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1886 was requested and customer returned the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked and uplifted retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was not confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.